Event description:
Reportedly, after the surgeon started closing, he noticed half a clip in the cavity. This occurred with the first clit that was fired. Every other clip fired correctly. The cystic duct was torn. Surgeon repaired with another clip. Half of the clip was removed from the cavity. The other half of the clip stuck in the trocar removed and discarded by the surgeon. Patient status is fine. Procedure: lap chole.